Event description:
Ntrap was placed behind the stone on the ureter through a semirigid ureterorenoscopy. The lithotripsy happened successfully. In final of treatment, the consultant tried to withdraw the basket with a very small stone fragments in it under review. In front of a short distance orifice, the basket dismantled from basket wire suddenly. The basket only, withdrew with a grasper over a rigid ureterorenoscopy with the same procedure.

Manufacturer narrative:
The device was received noting the wire shaft has separated 1.7 cm below the basket, also noting several areas of the sheath which have been kinked or smashed. It was indicated in the original info received, the separated segment of the extractor was retrieved from the pt within the same procedure using graspers with no adverse effects to the pt. The device is being returned to the supplier for eval and upon receipt of the suppliers evaluation, a report will be forwarded.